Manufacturer narrative:
The following devices were also listed in this report: adjustment block - standard; cat# 6541-1-600; lot# unknown. Adjustment block - standard; cat# 6541-1-600; lot# unknown. Adjustment block - standard; cat# 6541-1-600; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient has complained about his triathlon knee. The surgeon reported that the femoral component is at around 10 degrees valgus despite him setting it at 5. He is concerned that the jigs may not be holding the setting they are set to. The surgeon has further reported that the adjustment blocks do have a certain level of play in them and that this combined with the alignment jig could have a cumulative effect on the valgus angle. The account has 4 jigs and the surgeon is not aware which jig was used for this patient and would like all 4 inspected.

Manufacturer narrative:
Four devices were returned for evaluation but only one device was involved with the reported event. It is still unknown which lot code was involved in the reported event, therefore 1 lot code is being referenced and the remaining lot codes associated with catalog number 6541-1-600 are p5t51, p4h59, p4a63. Additional information: gender; lot #; product available to stryker and returned to manufacturer on; device evaluated by mfg; corrected data: product code and common device name; g5 PMA/510(k)#. An event regarding assembly issue involving an adjustment block was reported. The event was not confirmed. The device was returned in used condition. There are light abrasions and scratches in various area of the returned device. A functional inspection was conducted on the four adjustment blocks that were returned. All parts of the adjustment blocks that are associated with this complaint and functioned as intended. It assembled with the femoral alignment guide and functioned as intended. Medical records received and evaluation: not performed as no medical records were provided. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The reported event was not confirmed based on the functional inspection. The adjustment blocks functioned as intended and the complaint could not be replicated.

Event description:
The customer reported that the patient has complained about his triathlon knee. The surgeon reports that this was put in with 10 degrees of valgus. He is concerned that the jigs may not be holding the setting they are set to. The account has 4 jigs and the surgeon is not aware which jig was used for this patient and would like all 4 inspected. The surgeon reported that the femoral component is at around 10 degrees valgus despite him setting it at 5. It is always his practice to re-check the jig hasn't moved to 7 once impacted on the distal femur. The surgeon reported that it always does move and he always resets it. Update: physician has further reported that the adjustment blocks do have a certain level of play in them and that this combined with the alignment jig could have a cumulative effect on the valgus angle.

Manufacturer narrative:
An event regarding assembly issue involving a triathlon guide was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The customer reported that the patient has complained about his triathlon knee. The surgeon reported that the femoral component is at around 10 degrees valgus despite him setting it at 5. He is concerned that the jigs may not be holding the setting they are set to. The surgeon has further reported that the adjustment blocks do have a certain level of play in them and that this combined with the alignment jig could have a cumulative effect on the valgus angle. The account has 4 jigs and the surgeon is not aware which jig was used for this patient and would like all 4 inspected.